Event description:
A rep from the hosp contacted pemco and stated that by the facility's standards, a malfunction had occurred. The ratchet came in with a cut cable. This device serial number (B)(4) was part of a recall and was never returned to pemco after the recall had been closed. Per (B)(4) ' conversation with (B)(4), he had stated that the cable was cut because the ratchet jammed during surgery and the rake plate could not be removed. The root cause was a recalled part that had malfunctioned. The cover plate was replaced as part of the recall.

Manufacturer narrative:
Due to an oversight, no MDR was filed at the original time when the device was received. This device was part of a recall and was never returned until after the recall had been closed.